Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted product will not be returned.